Event description:
The customer reported obtaining erratic patient results and quality control on ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer did not release erratic results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman customer technical specialist and replaced all (na, k, cl) electrodes. The customer performed quality control and patient samples, which all passed. The customer indicated the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).